Event description:
Customer states left motor still can turn when it's in drive. Customer also states motor would engage/drive but would not lock and allegedly unable to come to a complete stop. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 4 years 5 months old. The owner's manual part number 1143190 rev e (nov-07) was issued with this device. The owner's manual is also found online at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left motor would engage, drive, but would not lock, therefore consumer was allegedly unable to come to a complete stop. (B)(4) issued for replacement left motor/gearbox. No injury alleged.